Manufacturer narrative:
Informed the supplier, request supplier improve their quality of productions. Responsible person: (B)(4), date: 03/05/2015. Training our assembly workers, request them self-checking before assembling. Responsible person: (B)(4), date: 03/06/2015. Training our ipqc, pay special attention to the front caster bearings on the assembly line. Responsible person: (B)(4), date: 03/06/2015.

Event description:
Provider states that the front left caster both bearings are broken.